Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What does the reaction look like and how large of an area does the reaction cover? Unknown. Do you have any pictures of the reaction? =>no. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.=>steroids, such as rinderon, dexamethasone, were used for the patient. If medication was required, please clarify if it was prescription strength.=>steroids, such as rinderon, dexamethasone, were used for the patient.. Can you identify the lot number of the product that was used? =>unknown. What is the most current patient status? =>recovered. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?=>unknown. Other information. The surgeon think the possibility that sweat cause the inflammation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2022 and topical skin adhesive was used. Post op, delayed dermatitis developed. Rash and itching occurred 2 -3 weeks after using the product. The product was used on knee. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information provided: the surgeon has an impression that it has increased during this period, so he wonders if sweat is also a cause. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction. Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No further information is available. Description of event, symptoms, manifestation of reaction. Rash and itching. Was any surgical intervention performed? No. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used. Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi: unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions): unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?: unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Product code and/or lot of product used? Product code is clr222us and lot number is unknown. Current patient status. The patient recovered. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The suspected that sweat may related to this event since there is impression that the number increase in summer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.